Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient needed help changing programs to optimize therapy. She was having problem with the patient programmer (pp). Patient indicated that she was still going to the bathroom about 13 times in a 24-hour period. She was disappointed in the implant and she only had about one program that seemed to help a little. The pp showed stim was on and patient can adjust stim. Patient was instructed to increase stim to 1.1v where she felt stim. Patient services did not determine any problems with pp while switching programs and increasing stim. It was noticed that increasing stim or changing program did not resolve the reported issue. Patient would monitor symptoms now that change was made and she would follow up with healthcare provider if issues did not resolve. Additional information received. It was reported by the patient that they had their interstim removed. The program did very little for the patient. Patient reported they had a great deal to say about the program and was a disappointment for the patient.